Manufacturer narrative:
The double joint head section malfunction was caused by a decrease in the interface distance between the frame arm and the mounting pin which allowed the frame assembly to detach from the head section assembly on the right side. The decrease in the interface distance between the frame arm and the mounting pin can be attributed to a bent frame assembly caused by impact at the upper right frame arm. The impact point was visually noticable on the device and the arm was visibly bent. The instruction manual states that damaged product should not be used. Device evaluated by importer.

Event description:
Double joint headrest fell down during surgery. No patient injury reported. Hospital staff was able to support the patient's head.